Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The blood glucose reading was 230 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that he was asleep, got up to get ready for work, and found that he could not clear an alarm on the device. He stated that he saw the battery icon, time and everything just stayed on the screen; he was unable to garner any response from the keypad. He also reported that the device started to give a high pitch beep. Several alarms were also found in the alarm history. The customer advised that during troubleshooting, he was able to rewind and prime the device again. He stated that the insulin pump reset. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.